Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2018-06625, 2134265-2018-06626 and 2134265-2018-06627. It was reported an effusion occurred. An intellamap orion mapping catheter and three woven diagnostic catheters were selected for use during an atrial fibrillation ablation procedure. Near the end of the procedure the physician noticed there may be an effusion. After the procedure was completed a pericardiocentesis was performed and about 250 ml were drained. The patient was stable and returned to the unit. It was noted the physician had been ablating with another manufacturer¿s ablation catheter; however, the cause of the effusion was not determined.

Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device found electrode spacing, catheter outer diameter, and length met specification. All electrodes were appropriately swaged with no sharp edges. Electrical testing found all circuits met specification for continuity and inter circuit resistance. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2018-06625, 2134265-2018-06626 and 2134265-2018-06627. It was reported an effusion occurred. An intellamap orion mapping catheter and three woven diagnostic catheters were selected for use during an atrial fibrillation ablation procedure. Near the end of the procedure the physician noticed there may be an effusion. After the procedure was completed a pericardiocentesis was performed and about 250ml were drained. The patient was stable and returned to the unit. It was noted the physician had been ablating with another manufacturer¿s ablation catheter; however, the cause of the effusion was not determined.